Manufacturer narrative:
The event did not involve death or serious injury and it was confirmed that the physician was able to complete the case with another vial that did not break. (B)(6), inc. Is not the manufacturer of the vortex mixer. Proper mixing of the lava device is integral for its intended use. This MDR has been filed out of an abundance of caution due to the potential for serious injury should the lava device not be properly mixed. (B)(6) affairs has stated the overall benefit-risk profile of the lava system remains unchanged, and this event does not alter the safety profile of the device.

Event description:
The vortex mixer and attachment used in this event did not securely hold the vial of lava causing it to come off the mixer and break. Proper mixing of the lava device is integral for its intended use. Sirtex medical, inc. Is not the manufacturer of the vortex mixer or the attachment.